Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as it was reported that the event occurred "last few week". (B)(4). Investigation results the fiber was returned in one continuous piece. The piece measured approximately 317.3 cm from the top of the connector and included the entire distal tip. The piece included a kink. The condition of the returned device confirmed that the fiber was broken. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector, confirming the complaint. Functional analysis revealed that when the fiber was connected to the lumenis laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. No popping noises were noted. Returned device review did not show evidence of the alleged issue of popping noises or any defect that could have contributed to the event. The complaint investigation conclusion code selected for the user preference issue is no problem detected, which indicates that the device complaint or problem cannot be confirmed. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was used for a ureteroscopy with laser lithotripsy procedure in the ureter performed on an unknown date. Reportedly, a lumenis 108 laser console was used. According to the complainant, during the procedure, there was a popping noise when they were going to use the fiber. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; broken within the fiber connector.